Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. The pump passed the self test, sleep current measurement, and active current measurement however, unable to perform the displacement test due to missing retainer. Insulin pump trace download analysis confirmed the pump alarmed power error detected alarm, low battery, and power loss. The power management tool confirmed power error detected alarm, low battery, and power loss alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the insulin pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had power loss alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.